Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) streaks appear on the screen. The event circumstance is unknown however the fault did not cause any harm to operators/patients.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6(health effect ¿ clinical code), h10. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions),h10. It was reported that the device the cs300 intra-aortic balloon pump (iabp) streaks appear on the screen. Getinge field service engineer (fse) confirmed the device does not turn on properly and also lines or streaks on the screen. Fse disassembly of the monitor and replacement of the parts cable dc/ac inverter, pcb inverter dc. Diagnostic and functional tests. Fse completed the operation tests with positive results. The fault did not cause any harm to operators/patients. Patient involvement is unknown.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) streaks appear on the screen.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).